Event description:
Pt anxious about removal of PICC line. Nurse began pulling PICC line out without any resistance, when 3/4 of the line was already out, resistance was felt and a pop was heard, the nurse grabbed the end of the PICC line that was still inside the pt. A hemostat was used to secure the line. Warm compresses were applied. Pt was taken to imaging for removal of remainder of PICC line. The PICC line was inspected and an x-ray taken to assure complete removal of PICC line.